Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a search for similar complaints and a labeling review. The abbott field service engineer evaluated the analyzer; probable cause of the issue was temporary deactivation of the pump and that the issue did not recur during troubleshooting. The external waste pump was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate, as it contains instructions information regarding replacement and operation of the external waste pump and safety hazards to include wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Based on the available information no malfunction and no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
A technician was splashed in the face while troubleshooting a potential leak below the architect i2000sr analyzer. The customer indicated she observed liquid under the analyzer and they tried to see where the liquid was coming from; she lifted a tube and liquid splashed in her face, including her neck, mouth and facial skin but not in her eyes. The technician proceeded to clean her face with a disinfectant solution containing ethanol. No additional treatment was obtained. There was no negative impact to the technician from using the disinfectant.